Event description:
It was reported that the patient had experienced palpitations and sinus tachycardia. It was unknown whether the implantable cardioverter defibrillator (ICD) had delivered any therapy and successfully converted the arrhythmia. The ICD was explanted and oral medication was administered to address the arrhythmia. Further information was requested but not received.